Event description:
Customer reportedly obtained results of approx 75mg/dl and approx 230mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.